Event description:
Total knee arthroplasty performed in 2002, with revision surgery 5 weeks later, to repair failed exterior mechanism. Deep space infection developed and all compontents were removed 3 weeks later.